Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the approach was made from the left femoral artery. The physician advanced the aviator plus 6.0/40mm./complaint product) to the right superficial artery (rsfa) target lesion. During the procedure, the shaft of the aviator plus separated during attempted withdrawal in the catheter sheath introducer. The proximal part of the aviator plus was retrieved from the patient and the distal part of the aviator plus remained inside the sheath introducer. Therefore, the distal part was retrieved from the patient with the sheath introducer. The procedure was completed without any other problems. There was no patient injury reported. The target lesion was an in-stent-restenosis (isr) of an unknown previously implanted smart control stent. The lesion was reported to be: moderately calcified, very tortuous, and a 90% stenosis. The date of implantation of the smart control stent was not known.

Manufacturer narrative:
Complaint conclusion: the cc was updated to include additional procedural details. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) with a left femoral artery approach the physician advanced the aviator plus balloon catheter to the right superficial artery (rsfa) target lesion. After multiple inflations/deflations the catheter was withdrawn into the sheath introducer, however, the balloon portion became caught at the distal end of the sheath introducer. The physician pulled the catheter strongly and the balloon portion was able to be withdrawn into the sheath introducer but no further. After the physician re-confirmed that the catheter was inside the sheath introducer he pulled it strongly, at which time the shaft separated near the guidewire exit port. The proximal part of the catheter was retrieved and the distal part of the catheter remained inside of the sheath introducer and was retrieved with removal of the sheath introducer. The procedure was successfully completed. There was no patient injury reported. The target lesion was an in-stent-restenosis (isr) of an unknown previously implanted smart control stent. The lesion was reported to be moderately calcified, very tortuous with a 90% stenosis. The date of implantation of the smart control stent was not known. (B)(4): the product was returned for inspection. One non sterile catheter aviator plus 6.0mm x40.0mm 142.0cm was received coiled inside a plastic bag. The unit was received in two parts; body shaft was ripped out at 27 cm from body distal tip/balloon. The body shaft ripped out shows elongation and measures 116.5cm. The balloon was inflated and deflated. There were residues inflation medium observed in the balloon. No other anomalies were observed in the returned device. Dimensional analysis to od proximal seal could not be performed due to balloon conditions, the device was unable to go through the catheter sheath introducer 4f because of it was received in two parts. Sem analysis was performed to identify the cause of body separation. The body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling and/ or twisting could have been related to these separation characteristics; however this could not be conclusively determined. The exact cause of the body separation could not be conclusively determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure body/shaft separated-in patient reported by the customer was confirmed, however the body is showing ripped and elongated conditions as specified by sem analysis, the failure withdrawal difficulty-through guide/sheath reported by the customer was not confirmed since functional test could be not performed due to unit condition. The cause of the failure could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failure experienced by the costumer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken. No corrective action will be taken at this time. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Isr is more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. The patient's difficult anatomy and procedural manipulation may have contributed to the reported catheter separation. This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2012-00313 and # 9616099-2012-00314.

Manufacturer narrative:
Dilations were conducted several times at approximately 10atm for 60~120sec each from the distal portion to the proximal portion of the target lesion. Then, the aviator plus was withdrawn into the sheath introducer (medikit's 4f 25cm) and angiography was conducted keeping the aviator plus inside the sheath introducer. Then the aviator plus was re-delivered to the target lesion and dilations were conducted several times at approximately 10atm for 60~120sec each from the distal portion to the proximal portion of the target lesion. The balloon was deflated without problems and the aviator plus was withdrawn into the sheath introducer, but the balloon portion was caught at the distal end of the sheath introducer. The physician pulled the aviator plus strongly and the balloon portion was withdrawn into the sheath introducer. Angiography was conducted keeping the aviator plus inside the sheath introducer and the physician tried to retrieve the aviator plus afterwards, but it could not be pulled back. When the physician re-confirmed the aviator plus to be inside the sheath introducer and then pulled it strongly, the shaft separated near the guidewire exit port. The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) with no problems noted. There was no reported resistance/friction during advancement through the sheath. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt. This is one of two products used for the same patient. Please reference MFR. Report # 9616099-2012-00313 and # 9616099-2012-00314.